Event description:
It was reported that many instruments could not pass through the duodenovideoscope. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction reported by the customer: many instruments could not pass through could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.